Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported having to transition to hemodialysis (hd) for 30-days to promote ¿faster¿ ultrafiltration (uf) due to bilateral lower extremity edema. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was transitioned to hd due to bilateral lower extremity edema. The patient did not require hospitalization, as it appears the patient had a preexisting tunneled hd catheter (not a fresenius product) in place. Although the exact timeline of events is unknown, the patient underwent a computed tomography (CT) scan on (B)(6) 2024 due to an abnormal chest x-ray which demonstrated a possible pneumoperitoneum. The results of the CT scan revealed a bilateral lower lobe pneumonia (cause not identified), confirmed the suspected pneumoperitoneum, a small to moderate amount of residual peritoneal dialysate (possibly due to pd catheter insertion), and a right inguinal hernia (containing fluid). Per the pdrn, the cause of the patient¿s bilateral lower extremity edema is potentially a leak from the inguinal hernia which will require repair. Following the repair, the patient will require an additional 6 weeks of hd to allow the abdomen time to heal. Once the patient¿s abdomen heals, he will resume ccpd therapy (barring any complications) utilizing the same liberty select cycler. During follow-up, the pdrn did not indicate a fresenius device(s) and/or product(s) was deficient or malfunctioned in anyway.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of a pneumoperitoneum, bilateral lower lobe pneumonia, and a right-sided inguinal hernia (characterized by bilateral lower extremity edema), which will require surgical repair. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the users¿ expectations¿ and/or manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible contributory role in the formation of the pneumoperitoneum, the creation and/or exacerbation of the right-sided inguinal hernia, and/or the lower extremity edema. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter required for therapy also increases the risk of hernia formation. A pneumoperitoneum in patients undergoing pd therapy is frequently caused by inadequate pd procedures, resulting in insufficient air removal during bag replacement or termination of therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported having to transition to hemodialysis (hd) for 30-days to promote ¿faster¿ ultrafiltration (uf) due to bilateral lower extremity edema. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was transitioned to hd due to bilateral lower extremity edema. The patient did not require hospitalization, as it appears the patient had a preexisting tunneled hd catheter (not a fresenius product) in place. Although the exact timeline of events is unknown, the patient underwent a computed tomography (CT) scan on (B)(6) 2024 due to an abnormal chest x-ray which demonstrated a possible pneumoperitoneum. The results of the CT scan revealed a bilateral lower lobe pneumonia (cause not identified), confirmed the suspected pneumoperitoneum, a small to moderate amount of residual peritoneal dialysate (possibly due to pd catheter insertion), and a right inguinal hernia (containing fluid). Per the pdrn, the cause of the patient¿s bilateral lower extremity edema is potentially a leak from the inguinal hernia which will require repair. Following the repair, the patient will require an additional 6 weeks of hd to allow the abdomen time to heal. Once the patient¿s abdomen heals, he will resume ccpd therapy (barring any complications) utilizing the same liberty select cycler. During follow-up, the pdrn did not indicate a fresenius device(s) and/or product(s) was deficient or malfunctioned in anyway.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.